Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy with trimethoprim/sulfamethoxazole running at about 125 ml/hr (no additional parameters were provided). The event occurred in the oncology department. It was reported that the patient's medical condition did not change during or after the event. No additional information is available.